Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap was flush and noise during bolus. The customer's blood glucose value was 60 mg/dl at the time of incident. The customer's blood glucose value 124 mg/dl at the time of call. The customer did not provide information about symptoms. The customer treated low blood glucose value with food. Based on customer¿s report customer does not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump failed displacement test. The insulin pump will not be returned for analysis.